Event description:
Allegedly the patient was revised due to the following mom complication: chromium and cobalt toxicity and pain (right) additionally, allegedly the patient stated the hip was painful and felt unstable. Additional information provided 04/11/2016 from d040 regarding implant date being (B)(6) 2010 not (B)(6) 2009 and revision date of (B)(6) 2016. Also that the patient stated the hip was painful and felt unstable.